Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) sensor, imt rotary valve, valve seal, imt pump tubing and other imt tubings including x1 tubing. The cse adjusted the imt pump rate and performed calibration, which passed. The cse conditioned the imt tubing line and ran quality controls and system check, which passed. During a follow-up visit, the cse performed a precision testing and ran a dilution check. The cse checked the vacuum pressure and replaced the sample arm assembly, sample transducer, reagent 1 (r1) transducer, sample drain, ultrasonic printed circuit board (pcb), sample pump assembly, imt pump assembly and vacuum pump. The cse then performed a precision testing. A siemens headquarters support center (hsc) specialist reviewed the service report and instrument data. The hsc specialist recommended the customer to follow proper pre-analytical sample handling procedures. The cause of the discordant, falsely low sodium, potassium and chloride results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant, falsely low sodium (na), potassium (k) and chloride results on multiple patient samples on a dimension exl with lm instrument. All the samples, except for sample ID (B)(6) were repeated multiple times on the same instrument, which resulted higher. Sample ID (B)(6) was repeated on an alternate dimension exl instrument, also resulting higher. The repeat results were reported to the physician(s) and the physician(s) questioned those results. The customer did not provide any corrected results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.